Event description:
The reporter stated that parent was being sedated for an MRI. A 60cc syringe was loaded with 30cc propofol and set to deliver at 0.0001mg/ml. The unit alerted occlusion and was restarted. At that time, it was noted that the programmed rate was too fast. The operator hit the off button to stop the pump. The pump resumed the infusion until the syringe was empty. The patient was put on a ventilator and treatment was administered to reverse the effect of the propofol.